Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. If additional information or the device become available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a leak detected. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.